Event description:
It was reported that during an implant operation the hcp opened the package of a 3389s-40 lead and noticed that the tip of the lead was curved. He removed the guiding wire from the leading, thinking that maybe it was the wire that was curved and the lead was ok. He then realized that the lead itself had the problem. He used a new lead instead. The lead was not used with a patient, and no action was required as a result of the event. There was no patient injury.

Manufacturer narrative:
Final device analysis of the lead revealed that the distal end of the lead was bent. Continuity was acceptable and there were no shorts between circuits. The outer insulation was intact.